Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system was unable to expose x-ray. Upon troubleshooting, fse confirmed that patient data image disk was full. Fse recreated the image storage. After recreating the image disk, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system can¿t x ray. The device was in clinical use. No harm was reported.